Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s display was blank after inserting a new battery. The customer¿s blood glucose level was 84 mg/dl. Troubleshooting was performed but the display did not return. Additionally, the customer reported that the insulin pump¿s serial number sticker came off. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic . Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and serial number label missing.